Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had another episode of gastrointestinal (gi) bleeding on (B)(6) 2021. Bleeding worsened on (B)(6) 2021. 20 units of packed red blood cells (prbcs) had been given since (B)(6) 2021. In total, 27 units of prbcs had been given during this event. It was noted the patient had acral cyanosis. Gastroscopy and enteroscopy did not find source of bleeding. Computed tomography (CT) angiography was done and 2 sources of bleeding were identified in the small intestine. Without the possibility of surgical or radiological intervention, the multiple organ failure progressed (renal failure, respiratory failure, and infection). Norepinephrine was risen to 1 mcg/kg/min. It was reported that the patient passed away on (B)(6) 2021 due to the multiple organ failure. The infection and bleeding were ongoing at time of death. Whether the outcome was device or therapy related was not provided. It is unknown if the pump will be explanted and or returned for evaluation. Infection and gi bleeding were noted to be ongoing at the time of death.

Manufacturer narrative:
This report was determined to be duplicate to MFR # 2916596-2021-03206.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that patient had klebsiella pneumoniae found at the location of c-shape of hm3 (heartmate 3) cable. Another revision of the abdominal cavity had to be done because of the patient deterioration. Patient had a resection of ileostomia terminalis. A gastroscopia peroperativa was done along with another intestinal ischemia and about 2 liters of blood were found in the abdominal cavity, but no source was found. In total 14 packed red blood cells (prbcs) were given. This was resolved on (B)(6) 2021.